Event description:
It was reported by service report that the cot would not lock into position. The service tech was unable to duplicate the alleged event. No pt involvement or adverse consequences are reported.